Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. No autopsy was performed, and the pump was not explanted. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported under patient outcomes that the patient expired and cause is unknown. Per vc patient's pump operated as intended. Patient's sister visited patient for a welfare check and found the patient unresponsive. No autopsy was performed and the pump was not explanted. No further information is available.